Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, there was corrosion built up inside the device. This condition could cause the device to not retain a pin.

Event description:
It was reported that the device would not retain a pin during a procedure. There were no allegations of adverse consequences associated with this event.